Manufacturer narrative:
The drill bit is broken approximately 3mm below the start of the cutting flutes. The broken portion was not returned. The drill bits are designed of 440a hardened stainless steel with a 2.0mm diameter, 127mm overall length, and a 20mm cutting length. All of these dimensions are per synthes drill bits engineering standards. The packaging, sterility, and use of these drill bits are per synthes standards, and they are designed to be used with any quick coupling attachment on a power drill. No other design aspect could have contributed to the failure of this instrument. These drill bits are one-time use, and it is unknown if this drill bit had been used before. Also, it is not possible to know if the surgeon used the instrument correctly.

Event description:
A report was received regarding a 2.0 drill bit. As the surgeon was drilling the femur, to place a suture, the drill bit broke in the femur, and was not retrievable as it was embedded in the femur. A radiographic verification and exam of the surgical field was performed to ensure the tip of the drill bit was not in any other location. The visual and radiographic exam delayed the procedure approximately 10 minutes. No adverse effect to the patient was reported at the time of report intake.

Manufacturer narrative:
Investigation is on-going. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The part was received in good condition with the exception that the entire drill point end is missing.